Event description:
As directed by our veterinarian, we checked the glucose levels of our cat twice a day and have kept him alive for 3 years doing so. We recently switched to the relion prime meter from (B)(6) and had false readings using it. However, the last strips we purchased required 2 and sometimes 3 testing's to get what seemed to be accurate. I contacted the company and the only thing they would do is send me a bottle of control solution for the meter. On friday evening I got the "hi" reading which was always incorrect; second testing read 453 so since a cat's normal blood sugar level is 250, we gave him a small amount of insulin. Little did I know we should have done a third test. The next morning the cat had urinated in the living room ( which he has never done), appeared to be extremely dizzy, couldn't walk and seemed to be blind. Recognizing the signs of low sugar levels, we checked him and found his level to be 42, indicating we had given him too much insulin. We gave him several gobs of honey and let him wolf down a can of cat food, but as time went on he didn't recover. Later in the day we took him to our vet and had him euthanized; the vet agreed with the decision. I do not want any human to purchase this product and put his or her life in jeopardy because of the faulty strips. (B)(4).